Manufacturer narrative:
The damage found was sustained during the surgical procedure. A helix extension test could not be performed due to explant damage. The lead was otherwise normal.

Event description:
It was reported that during revision of another lead, dislodgement was observed via x-ray. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.